Manufacturer narrative:
Additional information obtained indicated patient¿s vessel was moderately tortuous, the balloon ¿did not inflate at all¿, no extra volume was added to the balloon prior to inflation, no holes were observed on the balloon, there was no patient injury reported and a second delivery system was used to deliver the second sapien 3 valve in the pulmonary position successfully. The patient left the procedure in stable condition. The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. No relevant imagery of the event was provided. During the manufacturing process, the entire delivery system underwent multiple 100% inspections. The system underwent general inspection of the s3 balloon¿s, the crimp balloon molding process, balloon catheter laser bond prep, balloon pleat/fold/forming, and balloon catheter leak testing. Additionally, the delivery system underwent final distal to proximal visual inspection by both manufacturing and quality, functional product verification testing and tensile product verification testing. All samples passed product verification testing. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported event. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Lot history review of the lot number revealed no other complaints related to ¿delivery system - leakage¿. A review of complaint history for the edwards commander delivery system (all models, all sizes) for the past 12 months (july 2017 to june 2018) revealed four (4) other similar complaints with returned devices for the complaint code ¿delivery system ¿ leakage¿. No manufacturing non-conformities were found in the returned samples. A review of complaint history data for june 2018 revealed that the complaint occurrence did not exceed the control limit for the trend category of ¿leakage¿. The commander delivery system instructions for use (IFU), the device preparation manual and the procedural training manual were reviewed for relevant guidance for an s3 implant as well as esheath and commander ds use. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Without relevant photographs, imagery of the procedure, and the device itself, the complaint for ¿delivery system ¿ leakage¿ was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform visual, dimensional, and functional analysis. As a result, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR, lot history, and complaint history did not reveal any manufacturing non-conformance which could have contributed to the complaint. Furthermore, a review of IFU/training materials revealed no deficiencies. A review of manufacturing mitigation further supports that it is unlikely manufacturing non-conformance contributed to the reported event. Additionally, there was no reported leakage during device prep, especially during the de-airing process of the delivery system, indicating that the device did not have leakage or damage out of box. It is possible that the delivery system leakage occurred during use. It is possible that the moderate patient access vessel tortuosity caused excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) resulted in damage to the delivery system. In addition, the use of a sapien 3 with the commander delivery system for a tavr procedure by tf approach in pulmonic position is not indicated for use in united kingdom at this time. As such, off-label use may have contributed to the complaint event. As such, procedural factors (delivery system manipulation/off-label use) and/or patient factors (access vessel tortuosity) may have contributed to the reported event. However, based on available information, a definitive root cause is unable to be determined. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient and/or procedural factors may have contributed to the reported event. Review of the complaint history did not reveal that the occurrence rate exceeds the june 2018 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in the united kingdom, during a transfemoral tavr procedure, the 29mm commander delivery system balloon burst. The delivery system was retrieved and a new system was prepped.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: crimp balloon torn, balloon wing is flared/bent against the flex tip, valve crimped on inflation balloon and distal balloon bunched up. The inflation balloon was cut by engineering on the guidewire shaft at the tear in the crimp balloon. Difficulties were experienced when separating the devices (delivery system from non-edwards sheath). After separating the devices, the balloon shaft was unable to be advanced. The handle was disassembled and the following was observed: balloon shaft near stop sleeve was stretched and break in balloon shaft observed proximal to stop sleeve. It is likely that the damage was a result of difficulties separating the devices (delivery system from the non-edwards sheath) by engineering. Functional testing was unable to be performed due to the nature of the returned device (crimp balloon torn). Dimensional testing was performed on the wall thickness of the crimp balloon and was found to be in within specification. During the manufacturing process, the entire delivery system underwent multiple 100% inspections. The system underwent general inspection for critical dimensions of the s3 balloons, for the following: working length, balloon diameter, proximal and distal leg inner diameters (ID), proximal leg outer diameter (od), and double wall thickness. The balloons are 100% inspected for defects such as: witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gels spots and scratches. In addition, balloons are sampled for burst testing and additional visual inspection. The delivery systems are inspected for the following: crimp balloon trimming and final inspection, crimp balloon to inflation balloon laser bond, balloon catheter laser bond prep, and balloon pleat/fold/forming. Additionally, during final inspection the delivery system undergoes final distal to proximal visual inspection by both manufacturing and quality for the following: missing components, incorrect assembly, device damage, contamination, nose tip to balloon bond smoothness and leak channels, inflation and crimp balloon for distorted/pinched folds, wrinkles, waviness, bubbles, exposed wire, smoothness of the weld joint, bends, kinks, cracks, scratches, flash and exposed metal, handle body joint gaps and y-connector and strain relieve for orientation and discoloration. The commander delivery system is 100% leak tested and post-leak test there is a visual inspection of the balloon catheter. The commander delivery system undergoes functional product verification testing and tensile product verification testing are performed. All samples passed product verification testing. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported event. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Lot history review of the lot number revealed no other complaints related to ¿balloon - torn¿. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ torn¿ was confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been previously identified and documented in a product risk assessment (pra), as per management discretion. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Per case notes, the patient had moderate tortuosity in the access vessel. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although it was reported that there was no resistance or problems during valve alignment, the distal end of the balloon was bunched up, which is indicative of high valve alignment forces and valve diving resulted in damage to the balloon. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, the use of a sapien 3 with the commander delivery system for a tavr procedure by tf approach in pulmonic position is not indicated for use in united kingdom at this time. Also, the commander delivery system is not indicated for use with a non-edwards sheath. As such, off-label use may have contributed to the complaint event. A definite root cause is unable to be determined at this time, but based on given information, patient/procedural factors may have contributed to the complaint event. The complaint for was confirmed but no manufacturing non-conformances were identified during the evaluation. In this case, available information suggests that patient and/or procedural factors (tortuosity, high valve alignment forces, and off-label use) may have contributed to the complaint event. However, a definite root cause is unable to be determined at this time. No IFU/training inadequacies were identified. A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category. Per management discretion, the balloon torn issue and it associated risks was previously assessed and documented in a pra. In addition, to address the emerging trend in ic bond complaints, CAPA is being updated.